Manufacturer narrative:
It was reported that during an open heart procedure, the patient's pericardium was unintentionally cut. The facility provided minimal information pertaining to this incident. We have no information indicating that the blade did not perform as intended. We do not know if the blade was correctly inserted into the sternal saw. The facility did report that no serious patient injury resulted. They also stated they had not confirmed the blade was the cause of the adverse event. We have not been able to determine if user error played a role in this incident. A root cause has not been determined. No sample was returned for evaluation. Omega has been notified of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that during an open heart procedure, a patient's pericardium was unintentionally cut.